Event description:
During review of the patient's programming history on (B)(6) 2012, it was discovered that on (B)(6) 2007, a faulted system diagnostics test occurred. A final interrogation was not performed afterwards, and the patient left the clinical visit at incorrect settings. On the patient's next visit, (B)(6) 2007, the settings were corrected.

Manufacturer narrative:
Analysis of programming history.